Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 133.6080 on their 8015. Case resolution: - informed customer this could be due to the back-up speaker, or the logic board. - asked customer to plug 8015 into ac power and allow a one minute charge time. - after allowing charge time and applying power, error code cleared. - informed customer if error code did not clear, the issue was most likely the back-up speaker. Ended call.